Event description:
It was reported that the gamma nail broke. The gamma nail was replaced with gmrs proximal femur and uhr head.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental.